Manufacturer narrative:
(B)(4). Baxter received the device. During baxter's functionality testing, the device failed to detect an upstream occlusion. This reported symptom was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot be performed. The device was repaired and tested prior to release.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.